Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation, outside the patient, it was observed that the timer remains at 0 while the burr was turning and there was no rpm display. The procedure was not completed due to this event. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotational speed in dynaglide mode was 81 krpm; the maximum turbine rotational speed reached was 229krpm; the turbine speed was set to and maintained 170 krpm. The console did not exhibit any problems with any of the displays (rotational speed, procedure timer, and event timer).the foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The turbine rotational speed control is non-linear when decreasing from maximum rpms. The rotational speed abruptly drops to 181 krpm from maximum of 229 krpm. The rotational speed control regains linearity when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation, outside the patient, it was observed that the timer remains at 0 while the burr was turning and there was no rpm display. The procedure was not completed due to this event. There were no patient complications reported and the patient's condition was good.